Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer had experienced high blood glucose for the past two weeks. The mother stated that the customer's doctor reviewed the programming and adjusted. It was stated that the customer had a few bent cannulas and crimped tubing. It was stated that the customer has been with the same infusion set for more two and half days, and it was inserted manually. It was stated that the customer was unwilling to rotate sites. Troubleshooting was performed. Ran a fixed prime and the insulin exited. Performed a high pressure test and the insulin pump failed the test. Advised the mother that the customer should revert to back up plan. No further info was provided.